Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device history record review shows no nonconformance for the device and no abnormalities were observed during the DHR review. The evaluation states the reporter's complaint that the unit will not run could not be confirmed. The device was tested and the complaint wasn't duplicated. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Event description:
Facility reported small battery will not work when inserting attachment, when taken out device works. This report is 1 of 1 for complaint (B)(4).